Event description:
Customer reported receiving erratic readings in blood glucose tests. Customer rec'd readings of 314 mg/dl, 189 mg/dl, 247 mg/dl, 167 mg/dl, 431 mg/dl, 126 mg/dl, 395 mg/dl, 162 mg/dl and 368 mg/dl with in 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in procress. A final report will be submitted when the investigation is complete.